Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation concluded that the reported patient effect of hypotension was related to the observed pericardial effusion; however, the cause for the pericardial effusion cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This event is being filed because during use of the device the patient's blood pressure decreased and pericardial effusion was noted, which was treated with medication and surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. After transseptal puncture, the steerable guide catheter (sgc) was inserted. The patient's blood pressure decreased and a pericardial effusion was noted. Medication was given and a pericardial puncture was performed; however, the pericardial effusion continued. The pericardial effusion was surgically sealed. Reportedly, it is unknown what caused the pericardial effusion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure at that time. It is unknown if a future procedure will be performed. There was no additional information provided.